Event description:
Additional information received indicated the ipg was replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, an attempt was made to obtain the patient's weight. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced charging issue. In turn, the patient hasn't successfully recharged their ipg over an extended period of time. As a result, the patient has lost communication with their ipg and therapy. The patient may undergo surgical intervention.